Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with stemi with a totally occluded left anterior descending artery. Vascular access was gained via the right femoral artery. The lesion was moderately tortuous and mildly calcified. The physician deployed a 2.75x28mm promus element plus, mr stent in the target lesion. A 6.0mm maverick balloon catheter crossed the promus element stent with the intent to post dilate when the maverick balloon damaged the proximal end of the promus element stent. The physician noted that the 6.0mm maverick balloon catheter was not the correct size balloon to post dilate the promus element stent and was replaced with a 4x5mm apex balloon catheter. A 4.0x12mm non bsc stent was placed to cover the proximal damage to the promus element stent. The 4.0x12mm non bsc stent was successfully post dilated with a 4.5x20mm apex balloon catheter. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).